Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) level was "high" (>27.8 mmol/l,>500 mg/dl) while the pod was worn between 37 and 48 hours. The pod's cannula dislodged while the patient was showering. The patient stated he took a while to activate a new pod successfully as he did not have another one available straight away, during this time his bg's rose. He was taken to the emergency department by ambulance. Symptoms reported include thirst, vomiting, dizziness, frequent urination. The patient was treated with insulin and hydrocortisone administered via IV. In addition, he was prescribed a 5-day course for hydrocortisone. The patient was released approximately 12 hours later. A new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.